Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was not annunciating audible sounds. Customer's blood glucose was 300 mg/dl. A system check was performed and the pump was found to be working as intended. Customer continued to use pump for insulin therapy.